Event description:
Complaint states the vitrectomy cutter had intermittent cutting action and did not appear to be as sharp as it should be. This was noticed during preparation for surgery, there was no adverse affect to the pt.